Manufacturer narrative:
The e2 iii reagent lot number was 79101701 with an expiration date of 31-may-2025. The calibration was last performed on 31-jul-2024 and it was acceptable. The qc was within range before the sample measurement. The alarm trace showed sample-related alarms (foam and sample short alarms). The field service engineer (fse) found the bead mixer was misaligned and twisted. He cleaned the crystallization at the prewash station and replaced the bead mixer. A precision check showed sample air bubble alarms. The fse performed further instrument repairs. The reported draw volume was too low. A general reagent problem can be excluded because the qc before the event was within ranges. The cause of the event was consistent with a hardware issue (misaligned bead mixer causing foam formation), contamination of the first patient sample (due to contamination in the analyzer), and a preanalytic issue at the customer site (foam or clot in the sample). Preanalytics are within the customer's responsibility.

Event description:
We received an allegation about discrepant results of 1 patient serum sample tested with elecsys estradiol g3 (e2 iii) on a cobas e801 immunoassay analyzer. Sample 1: initial result: 755.0 pg/ml. The patient questioned this result. On (B)(6) 2024 a new sample (sample 2) was drawn and tested resulting in an e2 iii value of <5.0 pg/ml. Sample 2 was then repeated and the repeat result was 13 pg/ml.